Event description:
Caller reported aviva system blood glucose results of 450 mg/dl and 122 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Additional information received that the customer threw the strips that were left in the trash and will not be returning them. Strips not available for return.